Manufacturer narrative:
Device evaluation performed on 25jan2019. Visual analysis of the device found a kink near the distal tip. Under microscopic inspection a hole was seen where the kink was, approximately 1.5cm from the distal tip. Although it was reported the event occurred during preparation for use, the device appears as if it was used. All marker bands are in good shape. It is unknown if a guide-wire was placed prior to the detection of the hole, as the philips rep was not present in the case.

Manufacturer narrative:
Patient information was unavailable from the facility. The device has been returned to the manufacturer, but the evaluation has not yet been completed.

Event description:
A philips representative reported that during preparation for a peripheral vascular intervention procedure, it was noticed that there was a hole at the distal end of the spectranetics quick-cross support catheter (B)(4). The device was removed from the procedure and another device was used to complete the procedure. No harm to patient.